Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that there were no drops of insulin coming out the end of the tubing during fill tubing. Tandem technical support had customer repeat the load process with multiple cartridges, but customer repeatedly received the same minimum fill notification during fill tubing. There was no reported impact to the customer's blood glucose level.